Manufacturer narrative:
The patient reported that while attempting to change the steri-strips, the sensor "came loose" and fell off from the insertion site. The event happened two days after sensor insertion. The patient did not experience any pain or other symptoms. The patient just noticed bleeding slightly more than usual. There was no redness, pain or swelling. The patient contacted hcp who planned to insert another sensor on (B)(6) 2025. This adverse event was likely related to the procedure and the probable causes include insertion pocket being bigger than usual, wound drainage / exudate. However, exact root cause of the event could not be determined from the available information regarding the incident.

Event description:
Senseonics was made aware of an incident where the sensor came out from the insertion site while attempting to change steri-strips. The sensor was inserted on (B)(6) 2025 and the event happened on 06-apr-2025.